Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the tubes would fill to an acceptable level but under the 90% ring. This occurred on 10 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: citrate tubes fill to an acceptable level but under the 90% ring...

Event description:
It was reported that during use of the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the tubes would fill to an acceptable level but under the 90% ring. This occurred on 10 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from french to english: citrate tubes fill to an acceptable level but under the 90% ring.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed, however the photos did not identify a specific product issue. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.